Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. Patient was not able to specify when patient lost stimulation. Surgical intervention may be pending to address this situation.

Manufacturer narrative:
A patient had a ipg communication issue and lost stimulation which was reported to abbott. It was determined the ipg became inoperable and a lead had migrated. As a result, the ipg and lead were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2020-48466, 1627487-2020-48467. Additional information indicated the ipg was replaced and therapy was restored.